Manufacturer narrative:
Block b3: exact date unknown, event occurred the day the system was explanted. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, (B)(6).

Event description:
It was reported that the device was not helping the patient. No device malfunction was suspected. All components were explanted and will not be returned per hospital policy.